Event description:
Tibial and femoral osteolysis on routine sy f/u.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.